Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/1/2020. H6 patient code: 3189- surgical intervention. Additional b5 narrative: it was reported that the patient experienced hernia recurrence and bowel obstruction. It was reported that the patient underwent removal of mesh on (B)(6) 2017.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a4, b7, e1. Additional b5 narrative: it was reported that the patient experienced lysis of adhesions, severe pain, and discomfort.

Manufacturer narrative:
Date sent to FDA: 07/27/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.